Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received non-sustained post-paced t-wave oversensing notification via merlin.net. Oversensing was noted during automatic ventricular autocapture threshold tests. The programming changes will be made. No further information is available.